Event description:
The article, "staged endoscopic mitral valve repair for active infective endocarditis with a mitral annular abscess", was reviewed. The article presented a case study of a 28-year-old female with prior endoscopic mitral valve repair procedure for active infective endocarditis (aie) with staphylococcus aureus. It was reported that on an unknown date, an unknown tailor band was implanted in a patient's mitral valve for a concomitant mitral valve repair with auto-pericardium patch reconstruction and annuloplasty. It was reported the patient required mechanical respiratory support due to acute respiratory distress syndrome related to sepsis. The patient's condition improved after 6 days post-procedure and transthoracic echocardiography showed moderate mitral regurgitation from the destructed annulus. Computed tomography angiogram (cta) on post-operative day 9 showed cavity formation, an abscess, in the mitral annulus. It was later reported two weeks post-procedure, the tailor band and auto-pericardium patch were explanted and the annulus was repaired with 3-0 mattress pledgetted sutures with bovine pericardium strips, sandwiching the healed myocardium around the annular defect at the anterior commissure. The posterior leaflet was reconstructed with the auto-pericardium, and an annuloplasty was performed. The article concluded a mitral annular abscess may be repaired with staged surgery. [The primary and corresponding author was soh hosoba, japanese red cross nagoya daiichi hospital, 3-35 michishita, nagoya, japan, with corresponding email: sohosoba@gmail.com].

Manufacturer narrative:
As reported in a research article, staged endoscopic mitral valve repair for active infective endocarditis with a mitral annular abscess. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na.